Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual and functional evaluation could not be performed. We have been unable to establish a relationship between the device and the event reported or determine a root cause on this occasion. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection reported defects to the outer casing. The functional evaluation found no fault with charging or the battery. We have been unable to establish a relationship between the event reported and the device. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that during procedure the device does not hold the charge. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.